Event description:
Customer reported the panorama telepack was had intermittent drop out at the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representative replaced the panorama central station and resolved the issue.